Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor readings have been off. The customer states they have not been able to calibrate. The customer states their blood glucose levels had dropped to 50mg/dl. Troubleshoot was conducted. The customer was advised of optimal calibration time. The customer was advised that replacement sensors would sent out.